Event description:
During the procedure, the physician used a cook endoscopy quantum biliary dilation catheter. The physician attempted to use the balloon to dilate an opening in a metal stent that had been previously placed. During the attempted dilation of the metal stent, the balloon ruptured and became caught on the stent. After attempts to remove the balloon failed, the physician used endoscopic forceps to cut the balloon catheter near the duodenum. At this time, the procedure was completed. An injury to the patient was not reported.